Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported failure of the needle mechanism to fire and deploy the cannula or to determine its root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that on (B)(6) 2014 her blood glucose and insulin history is as follows: time: 10:18 pm, bolus (u): 0.75; time: 11:04 pm, bg (mg/dl): 233; time: 11:32 pm, bg (mg/dl): 267. The pod was then deactivated and she noticed the needle never deployed the cannula into the infusion site.